Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing both the atrial and ventricular leads, and was unable to confirm capture. The device remains in use. No patient complications have been reported as a result of this event.